Event description:
Sales rep reported during knee surgery, the surgeon inserted a soft silk screw into the tibial tunnel and noticed that the screw was pushing the bone plug back up into the joint. After flexing the patient's leg, lost all tension; and the screw was slipping from the tibial side. The surgeon ended up performing a post and washer procedure. No significant delay was experienced. No patient injury resulted.

Manufacturer narrative:
No product is being returned for evaluation, therefore, no determination could be made for the reported device failure.